Event description:
A pt was skin tested with negative results. The tests were not checked by a physician, however, the pt indicated there were no symptoms at test sites. The pt rec'd initial treatment with 1.0cc of collagen in their nasolabial folds, glabella and vermilion border of the lower lip. The pt began to experience some swelling and redness at the glabellar and nasolabial treatment sites, which the physician confirmed after he examined the pt. The physician administered intralesional cortisone, however, there are no immediate plans for add'l treatment. Physician diagnosed hypersensitivity related to collagen.